Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the extension line at hub leaks when flushing and aspirating. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Event description:
The customer reports that the extension line at hub leaks when flushing and aspirating. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter for analysis. The catheter body was intentionally severed directly below the 20cm mark. The separated portion was returned for analysis. Visual analysis revealed a hole in the distal extension line directly adjacent to the luer hub. The damage is consistent to molding issues seen in other PICC catheter extension lines. The distal extension line length from the juncture hub to the luer hub measured 1.625" which is slightly longer than the nominal value of 1.60" per the catheter graphic. The distal extension line outer diameter measured 0.094" which is within the specification limits of .093"-.097" per the extension line extrusion graphic. The extension line inner diameter measured .057" which is within the specification limits of .055"-.059" per the extension line extrusion graphic. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to pressurize both extension lines. Water was observed leaking out of the hole on distal extension line. No leaks were observed on the proximal extension line. Despite the hole in the distal line, a manual tug test confirmed the proximal and distal extension line was fully secured within the luer hub. A device history record review was performed on the catheter and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation. Visual analysis revealed that the distal extension line contained a hole directly adjacent to the luer hub. The appearance of the damage was consistent with a manufacturing related root cause. Despite this, the catheter met all relevant dimensional requirements, and a device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue.